Event description:
Customer reportedly obtained results from 800->900 mg/dl on the device. No action was taken based on device results. Device numeric reading range is 10 mg/dl to 600 mg/dl. Results >600 mg/dl were not found in the device memory. Requested return of suspect device and replacement was sent.